Manufacturer narrative:
P-cap locked into place successfully during testing. Pump passed displacement test and self-test. Successfully utilized thus to download history files and trace files. On adapt, two instances of pump error 63 was recorded on 06/05/2024 at 22:31:56.000 hour through 22:51:26.000 hour with variable (21) and variable (3). Per software engineer log, pump error 63 (variable 21) was alarm due to rf chip initialization error. Line # = 9926 file # = 2005. Pump error 63 variable (3) due to ambient light test failure. Line # = 367, file # = 37. Isolate to electronic stack. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay at select button, pillowing keypad overlay, stained keypad overlay, and scratched case in summary, pump error 63 alarm was confirmed. Pump error 63 alarm due to hardware failure. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1781k. The customer was able to clear the error but did not receive a request to rewind the pump and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement no harm requiring medical intervention was reported. Mmt-1781k was requested and the customer response was the device will be returned.